Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced high blood glucose (bg) over 400 mg/dl and corrected it with correction bolus via pump. The patient faced infusion set leakage event on (B)(6)2026. The leakage was located at site. No further information available